Manufacturer narrative:
D9 - date returned to manufacturing - 8/2/2024. No device was returned but two photos were returned for evaluation. Visual inspection confirmed the customer's problem of the inflation problem. Functional testing could not be performed as there was no device returned. It was not possible to confirm the cause since the physical was not returned by the customer. A CAPA was opened. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the tracheostomy tube does not inflating properly. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E1. Initial reporter facility name unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.